Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this rv lead dislodged due to twiddler's syndrome. The dislodgement was confirmed via x-ray. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.